Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the post-paced t-wave oversensing (pptwos) was due to fusion. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicated reprogramming of the device was not performed. No intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.